Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly. The sealant could not be deployed despite following the deployment instructions. The advancer tube was held in place while removing the balloon; however, the sealant was not deployed in patient and was reported to be above the skin. Manual compression was applied, and hemostasis was obtained. There was no reported patient injury. The sealant could not be deployed despite following the deployment instructions. The advancer tube was held in place while removing the balloon; however, the sealant was not deployed in patient and was reported to be above the skin. The procedure was diagnostic with a retrograde approach and the deployer was mynx certified. Angiography confirmed vessel suitability and the vessel had a diameter greater than or equal to 5 mm. The puncture site was at the proximal one-third of the femoral head, above the bifurcation and below the inferior epigastric artery. There was no damage noted to the device or packaging prior to use. The device was stored and prepared per instructions for use (IFU). The device will be returned for evaluation.